Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.

Event description:
The MFR's rep reported the pt's pump and catheter were explanted and replaced due to a loss of efficacy. The drug contained in the pt's pump is compounded baclofen (3000 mcg/ml). The pt stated "her old pump provided better relief and her dose was escalated from 250 mcg/day to 1000 mcg/day". A catheter dye study was attempted, but the hcp was unable to empty the catheter. The final pt outcome was not reported. Add'l info has been requested, but was not available at the time of this report.